Event description:
Boston scientific received information that this chronic implantable atrial lead exhibited noise recorded by this implantable cardioverter defibrillator (ICD). At times, the oversensing has been tracked at high rates. Sensitivity has been programmed to least. Atrial impedance recently jumped from normal to greater than 3000 ohms and loss of capture was noted.

Manufacturer narrative:
Technical services (ts) discussed the high, out of range pacing impedance measurement could indicate a lead fracture or connection issue. It was recommended that programming the device to pace and sense in the ventricle only be considered. If that is done, ts explained that atrial detection enhancements should be programmed off. Additional information was received that this ICD was, indeed, programmed to pace and sense in the ventricle only and remains implanted. No additional information is available at this time. Should more information become available, this event will be reopened. Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition